Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos). As well, the patient's right atrial (ra) lead had atrial oversensing. The leads were originally reprogrammed, however it was noted that the rv lead dislodged. The lead was revised and both leads remain in use. No further patient complications have been reported as a result of this event.